Manufacturer narrative:
T2 biosystems' distributor (italy) relayed a customer complaint that the t2bacteria panel resulted in a positive pseudomonas aeruginosa result on a negative clinical sample after being run on t2dx instrument (B)(4). The customer reported the false positive result as compared to negative blood culture of the same venous collection. Patient details were not provided. Based on the information provided by the distributor, there was no allegation from the institution that the alleged false positive led to an adverse event or patient harm. Specific run data was transferred to t2 biosystems for review and evaluation and a field service engineer (fse) was dispatched to the clinic on (B)(6) 2022; the t2bacteria panel and associated blood samples were discarded after use. Review of the design history records of the associated t2bacteria lot (wo-20570) resulted in no findings related to product quality. Fse observation of the customer's sample preparation methods suggested procedures that deviated from the IFU. T2 biosystems' fse advised on best practices for sample handling and instrument maintenance according to the IFU and operator manual.

Event description:
On (B)(6) 2022, a t2 distributor relayed a customer complaint of a clinical false positive result using the t2 bacteria panel.